Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the most probable cause of this complaint is traced to cause traced to component failure or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic gastrovideoscope had a cut on the probe cover. There was no patient involvement.